Manufacturer narrative:
(B)(4). No eval explanation: lead was not returned to manufacturer.

Event description:
It was reported that the patient was found to be septic. A transesophageal echocardiogram was positive for echodensity on the cardiac lead. The patient was treated with a long course of IV antibiotics. The lead and device were extracted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.